Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that during insertion, balloon could not be advanced through sheath. There were no reported patient complications.